Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported during an incidental CT, a strut of the filter was found to be perforating the aorta. It is unk if there was any medical intervention performed. Despite attempts to collect information, there are no additional details.